Event description:
Copy of an article presented at the hand surgeons society meeting in another country, reports "one artelon patient underwent revision to apl arthroplasty".

Manufacturer narrative:
Currently no more information is available.